Event description:
The customer reported being hospitalized with high blood glucose. In addition, the customer experienced low blood glucose the day of call. The customer stated that in the hospital her glucose level went as low as 40 and as high as over 700mg/dl. The customer stated that her highs and lows were due to her medication including steroids. The blood glucose at time of her admission was 547mg/dl, and she was treated with an insulin drip. The customer experienced ketones, nausea, vomiting, excessive thirst, irritability, and frequent urination. Troubleshooting was performed, and no damage to the drive support cap noted. The customer mentioned that the insulin pump had a frozen display. Further testing was declined as customer did not have a new battery at time of call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.